Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. Additional observations: red biological tissue. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade iii, and seroma-late." Device has been explanted.

Event description:
Healthcare professional reported left side ¿capsular contracture baker grade iii, and seroma-late." Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.